Event description:
It was reported that the patient had no stimulation sensation. The patient was relocating and had been doing a lot of bending, twisting, and lifting. It was determined that the patient's leads were kinking and were too fragile. The patient's stimulation system was removed and replaced with a system from a different manufacturer. No patient outcome was reported.